Event description:
Pt called 2008 to report being diagnosed with an infectious corneal ulcer in the left eye while wearing acuvue advance for astigmatism lenses. The pt reported being placed in the product in three months earlier, was trial fit for one month prior to purchase and instructed by the prescribing eye care professional to wear the lenses on a daily wear schedule for one month at a time. The pt reported initially experiencing pain in the left eye prompting the need to seek medical intervention. The treating ophthalmologist reported initially seeing the pt three days prior to original date, and noted an inferior-nasal bacterial ulcer to the center of the visual axis. Doctor reported that the pt's visual acuity was initially counting fingers only and is currently 20/250 with correction. Doctor reported that a culture was taken but the results were inconclusive. Doctor also confirmed that the pt had also been rinsing the lenses with tap water prior to developing the infectious ulcer. The pt was treated with vigamox gtts one drop q1hr and polytrim gtts. Follow up visit the following month, doctor noted that the ulcer was "greatly improved" the pt's visual acuity was 20/40 without correction; the pt did not have a pair of glasses in a current prescription. The pt was instructed to return to the primary eye care professional before returning to contact lens wear. No additional info was available and no further info is expected to be received. The pt discarded the product in question. A lot history review indicated the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within spec. All sterilization requirements were successfully completed. All reportable adverse events are reviewed in quarterly mgmt review meetings.

Manufacturer narrative:
No conclusion can be drawn.